Event description:
It was reported that when using the bd pyxis¿ medstation¿ es g5icu-w multiple drawer failures occurred, and the user was unable to recover all the failed drawers on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system cubie pockets failed. A field service engineer (fse) contacted the customer, who reported that while attempting to recover cubie pockets, the pockets popped out instead of being returned to the pharmacy as instructed. The customer reinserted the pockets, after which they became unresponsive and were no longer visible as cubie pockets. The fse explained that when a cubie pocket pops out, it should be returned to the pharmacy as it is considered faulty. The issue was caused by reinserting defective pockets instead of replacing them. The pharmacy later confirmed and verified functionality after a proper reboot; the device was fully operational. The system functioned as intended after the field service engineer investigated the issue.